Event description:
The customer reports that the system would not boot. This is a reportable event, no boot. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the kv controller board. The system operates as intended.